Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The observed anterior cuff remaining in the foot pocket indicates an anterior needle to cuff miss/suture retrieval issue likely occurred. A needle to cuff miss issue could appear similar to a suture break; therefore the reported suture break was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in a common femoral artery with proglide devices using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, a suture break occurred with three proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.